Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging power cord and machine rust and black stuff all over the power cord and power out and the humidifier. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following correction has been updated in this report. The manufacturer became aware of a user of a dream station alleging rust, black on power cord while using the device. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This complaint is considered not reportable.